Manufacturer narrative:
Reported event an event regarding crack/fracture involving a ceramic head was reported. The event was confirmed via evaluation of the returned device and clinician review. Method & results product evaluation and results: a material analysis has been performed. The report concluded that the returned ceramic head had fractured. The head likely fractured due to hoop stresses caused by the wedge effect. A continuous metal transfer ring was not observed at the proximal end of the head taper. Based on the given information, no identifiable materials or manufacturing discrepancies were observed on the surfaces examined. Clinician review: a review of the provided medical records by a clinical consultant stated the following comment: the fracture of the head can be confirmed. The events leading to the fracture cannot be confirmed without additional data ie medical records. The root cause cannot be ascertained from this limited data. Hospital and medical records may shed light on activity or event that may have led to the implant failure/fracture. Evaluating the explant may provide additional data to explain the material failure. Identifying the implant lot numbers may provide information as to other similar events. Product history review: review of the device history records indicate (B)(4) devices were manufactured and accepted into final stock on 25-sep-2000 with no relevant reported discrepancies. Complaint history review: there have been no other similar events for the lot referenced. Conclusions: evaluation of the returned device confirmed that the returned ceramic head had fractured. It also revealed that the head likely fractured due to hoop stresses caused by the wedge effect. A continuous metal transfer ring was not observed at the proximal end of the head taper. Based on the given information, no identifiable materials or manufacturing discrepancies were observed on the surfaces examined. Clinician review of provided medical records indicated that the root cause cannot be ascertained from this limited data. The exact cause of the event could not be determined because insufficient information was provided. Further information such as pathology reports, pre- and post-operative x-rays and the primary operative report as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
Fracture of the femoral head. The fracture occurred when the patient turned while standing. Device was implanted in 2001.

Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, the evaluation summary will be submitted in a supplemental report.

Event description:
Fracture of the femoral head. The fracture occurred when the patient turned while standing. Device was implanted in 2001.